Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web (sl42) device was not detached. The web was selected and passed the pretest without issue. During placement of the web, a wdc2 did not respond at all; not even a light appeared, and the implant was not detached even though no push force was applied. The wdc2 was not used, and two other wdc2 controllers were then used to continue the procedure, but they did not respond at all, either. It was determined that the web was defective, so the web was resheathed and removed from the patient. As there was no backup of the same size, a web (sl43) was used to continue the procedure. The web (sl43) passed the pretest, the implant was detached, and the procedure was successfully completed. The patient outcome was no health damage.